Event description:
The us complainant reported that the patient was on impella rp support and pedal pulses were not present even with doppler. They attempted to place a dialysis catheter with no success due to stenosis. On arrival to ICU, pedal pulses were monitored again with no results. The color of the plantar surface of the foot was turning blue to purple quickly.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, seere valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.